Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after a high risk percutaneous coronary interventional procedure. Reportedly, after hemostasis was achieved with the proglide device, the patient's foot was noted to be cold due to the suture. A common femoral artery bypass was performed to restore blood flow. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged. No additional information was provided.